Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. Correction: investigation - evaluation. A review of the device history record, complaint history and documentation of the device was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. Based on the review of current documentation, it was concluded that inspection activities are in place to prevent the release of nonconforming product related to the reported failure mode. A review of the device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number 9209402. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. Appropriate measures are being conducted to address this failure mode. The appropriate personnel have been notified. Per the quality engineering risk assessment, no further action is required. Cook will continue to monitor for similar complaints.

Event description:
No additional information has been added to the description of event since the previous medwatch report was submitted.

Manufacturer narrative:
PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported as the physician was preparing the ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter with saline flush, leaking at the hub of the catheter was observed. The physician used a second catheter to complete the procedure successfully. The complaint device did not reach the patient. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.